Manufacturer narrative:
An evaluation was performed by smith & nephew and could not confirm the customer complaint for the vulcan pedal would not respond. A visual inspection was performed and showed no damage to the probe. The probe was connected to the generator and all appropriate settings were displayed. The probe was functionally tested in saline solution and functioned as intended. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during the surgical procedure the vulcan pedal would not respond.